Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825ent, h3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery. It was reported that the site was having difficulties tracking instruments on an ent tracker. They registered the patient with the registration probe and then it went red and stopped tracking in navigate. No patient impact. 10 minute delay. Troubleshooting was performed. The system was still able to track the patient tracker, so technical services (ts) had the site check geometry errors for metal interference and the patient tracker was around 0.7 and the instrument was at 6. Ts had them try swapping ports on the break-out-box, removed/re-added the tool card, went back to register to see if it would track (it did not), and try a second patient tracker with no change. Ts suggested rebooting the system and disconnecting the instruments from the break-out-box. Once booted up again, the instruments were plugged back in and the surgeon was able to register the patient and navigate with instruments on the instrument tracker.